Event description:
The customer experienced noise coming from 2 wash sets of this lot. In one incident, the wash set was so noisy, the machine and wash set were removed from the room. That wash set was discarded. In the second incident, the bowl was also noisy. It was used throughout the case and returned to the distributor for evaluation.

Manufacturer narrative:
H6 the conclusion is based on evaluation of wash sets in a bracket that included this lot. The evaluation revealed that if the bowl cannot be inserted in accordance with the instructions for use, there is a risk that the bowl's rotating seal area could deteriorate during centrifuging, releasing particulate into the processed blood. The loading of wash sets from this bracket of product can be more difficult due to a manufacturing process error that resulted in a slight deformation in the mounting ring on the bowl bottom. The process error has subsequently been corrected by the manufacturer. Based on the event described in g4 above, sorin group italia completed a risk assessment that lead to a field notification. The field notification in the u.s. Was conducted by cobe cardiovascular, inc., the distributor of this device. The z-number will be provided when it is available from the local FDA office.